Event description:
Event description cpi received information that this implantable pulse generator (ipg), during a trans-telephonic monitoring session, that the device was exhibiting intermittant ventricular capture.